Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "guide seen folded." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. Visual analysis revealed the guide wire was kinked within the protecting tubing. Visual analysis also revealed that the protective tubing had a small crease and scuff marks that did not align with the kink in the guidewire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 270 mm from the distal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.510 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use if package is damaged." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire and the protecting tubing had a small crease and scuff marks not aligned with the guide wire kink. The guide wire met all relevant dimensional and functional requirements , and a device history record review was performed with no relevant findings. Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guide seen folded." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "guide seen folded." This was found prior to use. There was no patient involvement.